Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-13502. It was reported that one of the patient's leads had eroded through the patient's skin. As a result, the leads were explanted at an unknown date. The patient had new leads implanted on (B)(6) 2018 and effective therapy has been restored. Note: it is unknown which lead eroded through the skin so both are being reported.